Manufacturer narrative:
Internal complaint reference (B)(4). A device deficiency was not identified, and the root cause of the reported events could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with these events is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H11: internal complaint reference(B)(4). H2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. During testing, a functional evaluation revealed device grew warm and a blade stall error message was found. It was also noted device ma was above 960. Further investigation revealed stiffness in the drive fork when rotated. These failures have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors that could have contributed to the failure include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that the mdu was making loud noises and was getting hot. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).